Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) from bipolar to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms and exhibited lead noise with oversensing. The patient was brought in clinic and the lss was reset. There was no capture in bipolar, however there was capture in unipolar with bipolar sensing. Technical services (ts) discussed possible causes such as electromagnetic interference (emi) from the patient's workplace or lead fracture from clavicular crush. It was noted that the patient was very muscular and worked on the railroad. The patient was sent for x-rays. This lead remains in service. No adverse patient effects were reported.